Event description:
It was reported that a crystalens was explanted due to an unspecified "capsular bag integrity issue." It is unknown if the alleged issue was observed prior to, or after crystalens implantation. Another lens has been implanted in the sulcus. Additional information has been requested.

Manufacturer narrative:
The lens has been requested but not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.